Event description:
During follow-up, the right ventricular (rv) lead was noted as dislodged back into the right atrium due to twiddler's syndrome. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of lead dislodgement due to twiddler's syndrome was not confirmed. As received, a complete lead was returned in one piece with helix found to be retracted and clogged with blood/tissue. After cleaning, the helix could be extended. The measured full helix extension length was within specification. The reported event of sensing anomaly was not confirmed. The electrical testing did not find any indication of conductor fractures or internal shorts. The visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.